Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a narrow lesion in the mid left anterior descending (lad) artery. On (B)(6) 2015, the patient was hospitalized for discontinuous chest pain. Coronary angiography and percutaneous coronary intervention were performed and a 3.0 x 23 mm xience xpedition stent was implanted in the mid lad. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was re-hospitalized for intermittent anterior cardiac discomfort. Medical treatment was given and discharged on (B)(6) 2015. Per physician, the relationship between the event and the device is not known. No additional information was provided.